Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) did not deploy. Hemostasis was achieved through manual pressure and femstop. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no vessel tortuosity. Additionally, there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. No damage was noted to the button, and it did depress correctly. The tension indicator was aligned with the markers on the handle halves before deployment, and it displayed a "clock symbol" after button #1 depression. The device storage temperature exceeded 25°c, and no kinks were present in the sheath or device after removal. There was no damage noted to the sealant sleeves after removal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2427403 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint mynx control system deployment difficulty unable" could not be evaluated. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue. However, it is possible that the deployment issue experienced could have been caused by the sealant swelling up prematurely due to the storage temperature exceeding the recommended temperature listed on the IFU, since it was reported that the device storage temperature exceeded 25°c. As per the IFU, pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) did not deploy. Hemostasis was achieved through manual pressure and femostop. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no vessel tortuosity. Additionally, there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. No damage was noted to the button, and it did depress correctly. The tension indicator was aligned with the markers on the handle halves before deployment, and it displayed a "clock symbol" after button #1 depression. The device storage temperature exceeded 25°c, and no kinks were present in the sheath or device after removal. There was no damage noted to the sealant sleeves after removal. The device is being returned for evaluation.